Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for device check in clinic. Upon interrogation the pulse generator had tripped elective replacement indicator on (B)(6) 2015. The device was explanted and replaced.

Event description:
New information stated that the clinic did not report any patient symptoms.